Event description:
It was reported that the patient's artificial urinary sphincter (aus) cuff had fluid loss. The cuff and balloon were replaced with a 4.0 cm cuff and 61-70 cmh2o balloon. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.